Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a total vaginal hysterectomy, anterior colporrhaphy, cystoscopy and obtryx sling placement procedures performed on (B)(6) 2010, for the treatment of chronic pelvic pain secondary to uterine and vaginal prolapse and stress urinary incontinence. Reportedly, the patient is awakened from anesthesia and transferred to the recovery room in satisfactory condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2010 was chosen as a best estimate based on the date of the mesh was implanted. (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: patient had sought for a legal recourse for injuries related to the device.